Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user was unable to log in to the device. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist mentioned that the customer was attempting to access the staging myqlink site. The specialist provided the correct uniform resource locator (url), after which the issue was resolved. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.